Manufacturer narrative:
A device history record review for each of the twelve lots was conducted. The product was released based on the manufacture's acceptance criteria. A complaint history examination indicates there were no other related complaints for this reported issue. Visual inspections of five phaco tips were performed at 30x magnification. Four of the phaco tips are visually acceptable, except with the visual indication that they have been used. No blockage was present in these tips. One tip had surgical material in both the inside and outside diameter of the cannula. A semi-translucent material, such has dried viscoelastic, has completely blocked the aspiration bypass hole. The phaco tip was flushed with liquid and it did not pass through the cannula. The inside diameter was checked with a wire and blockage is present around the bend location. This material could not be extracted the solid material in the inside diameter. The complaint does confirm the tip is occluded. The root cause of this occlusion cannot be determined from this evaluation, but based on the visual inspection it does not appears to be related to the manufacturing process. The material causing the occlusion is most likely dried surgical material. (B)(4).

Event description:
A clinical manager reported that a corneal burn occured during phacoemulsification of a cataract procedure to the left eye requiring corneal sutures. The surgeon reported seeing white material on the tip and no aspiration was noted. The tip was replaced and the procedure was completed. Additional information and a product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).